Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2012 customer reported that there was a bloody leak in the lh750 slidemaker. Customer stated that they were unable to locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the probe rinse block vacuum line was blocked. Fse replaced the probe rinse block tubing and flushed the pathway for the probe rinse vacuum tubing. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.